Manufacturer narrative:
Date of event: the event occurred on an unspecified date "in the beginning of 2019." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (dose, route, frequency, and duration not reported) for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information was available as the reporter declined follow up.